Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that the display was cloudy and moisture was present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/08/2015: device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during testing, the display lens was observed to be cloudy. Evidence of moisture was noted in the display screen. Unrelated to the initial complaint, the battery compartment was found to be cracked. The pump failed a leak test due to this. Evidence of moisture was found throughout the pump. Additionally, the display screen was dim, faded, and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.